Manufacturer narrative:
H3, h6; the device, intended to be used in treatment, has been returned for evaluation. Visual inspection confirmed the keypad was delaminated, due to general wear from use. The functional evaluation confirmed no alarm faults, contamination of the device prevented further servicing, establishing no relationship between the device and the reported event. Potential causes include, kinks, leaks and blockages in the vacuum circuit or a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device does not work well; constantly warns of obstruction for no reason. Also, the label on the front of the device where the indicators appear has peeled off.